Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received alarm 76 non-recoverable system error- (inlet water temperature sensor out of range low resistance). Customer had switched the device on/off multiple times, but the error repeated.

Event description:
It was reported that the arctic sun device received alarm 76 non-recoverable system error- (inlet water temperature sensor out of range low resistance). Customer had switched the device on/off multiple times, but the error repeated. Per sample evaluation results on 02may2024, it was reported that the device failed the protective earth during est due to high resistance . Per follow up information received via email on 30jan2024. The device has been sent into the bd facility. The issue has not been resolved, the unit has been examined and awaiting a part. Patient completed therapy on another arctic sun device. No patient impact was reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed t3. The device was evaluated upon receipt. Confirmed the error 76 that reported by the customer. Replaced manifold harness. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.